Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm confirmed in the history file. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No unexpected power cycling, restarting, or shutting off occurred during our testing. The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she changed the set and the insulin pump shut down and started counting to 7 and then alarmed motor error during a bolus attempt. The customer stated she was able to rewind but also received a motor position encoder error alarm. The drive support cap is recessed. The device was not exposed to a magnetic field. Blood glucose value was 230 mg/dl. The alarm history showed one motor position encoder error alarm and 4 motor error alarms. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.